Manufacturer narrative:
Report is filed on one self tapping screw, another identical self tapping screw is also involved. If product becomes available and lot number becomes known a separate report for second self tapping screw will be filed at that time. Additional info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.

Event description:
It was reported that, "dr. (B)(6) implanted anchor-c without using the all in one inserter because, he said he had no visualization of the disc space and could not get past the plate that was previously implanted (back in 2000). At level 4/5 (2) 10 mm self drill screws were stripped of their rings when he free handed them in. They were replaced with 2 self tapping var screws. At level 6/7 (2) variable self tapping screws were stripped of their rings from free handling and replaced with (2) 10mm self drilling screws."